Event description:
The customer reported that during a gastric bypass, a portion of the blue insulation on the device jaw came off and fell into the pt cavity. The material was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.